Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the publication by de la portilla et al., the use of bioglue in the treatment of high anal fistulas results in unacceptable high recurrence rates. Although the author previously described success with the use of bioglue to treat anal fistulas, he revisited the data and determined that the cure rate dropped from 50% after a mean follow-up of 13.9 months to 21% after a mean follow-up of 60 months. Although the success rate is not as high as initially reported, it is not unexpected for the repairs to fail given the nature of anal fistulas. Although no studies have been performed to evaluate this specific application, application of bioglue to an area that is contaminated and inflamed is not likely to result in a successful outcome. The bioglue instructions for use warns against using bioglue in the presence of an infection and use with caution in contaminated areas. Of note, resolution of an anal fistula by any means is difficult to achieve.

Event description:
According to the report, bioglue was used for the treatment of high transsphincteric anal fistulas. After a man follow-up of 13.9 months the author of this publication reported a 50% cure rate. However, after a mean follow-up of 60 months the cure rate dropped to 21%. The publication states, "we believe that the use of bioglue in the treatment of high anal fistulas results in unacceptable high recurrence rates."